Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly expelled out of the cuff. It was further reported that the catheter allegedly appeared papery with no fibrosis. The catheter allegedly migrated and came out from the patient body. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The tissue cuff was noted to be moved from the catheter insertion site. Therefore, the investigation is confirmed for the reported loosening of implant and expulsion issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly expelled out of the cuff. It was further reported that the catheter allegedly appeared papery with no fibrosis. The catheter allegedly migrated and came out from the patient body. There was no reported patient injury.